Manufacturer narrative:
Ous MDR. This pacemaker did not show any sign of a material or manufacturing problem. It is within its specifications. Discolouring on the housing of the pacemaker obviously has been caused by the external defibrillation efforts done in the field according to the letter from tga to international affiliate dated august 21st, 2007 (5 rounds, 200-360j). Measurements of the output signal of the pacemaker have been found as expected within the tolerances and according to the programmed values. According to information stored in the pacemaker the programmed values as received at int'l affiliate have not been changed since july 16, 2007. It is assumed that the pulse amplitude measured at the tga laboratories (2.08v) was at a time where the settings were the same as received at biotronik berlin. Therefore, according to our documentation, the amplitude was set to 2.4v and not to 3.6v at that time. As tga requested, the device should remain available for further investigations.

Event description:
Ous MDR. Requesting functional analysis of device to ascertain whether or not the pacemaker was functioning properly; and if not, whether it could have contributed to the patient's death.